Manufacturer narrative:
(B)(4).

Event description:
It was reported that device component was missing. A .038 accustick ii system was selected for use. However, when the device was loaded to a 0.18 wire, it was noted that there was too much luminal space. The tapered distal end seems to be missing. The procedure was completed using another accustick device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The distal tip of the dilator appeared to be damaged and no visual issues identified with the sheath tip. The dilator and sheath were submitted to dimensional inspection, the dilator inner diameter and dilator shaft length were found out of specifications, also the sheath overall length and sheath shaft length were found out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that device component was missing. A .038 accustick¿ ii system was selected for use. However, when the device was loaded to a 0.18 wire, it was noted that there was too much luminal space. The tapered distal end seems to be missing. The procedure was completed using another accustick¿ device. No patient complications were reported.